Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. The device was not returned to zoll medical corportation, it was the analog board. Evaluation: the device was returned to zoll medical australia for evaluation. The customer's report was verified and attributed to the analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. The analog board was sent to zoll medical corporation, united states for further evaluation. The customer's report was duplicated.the analog board was scrapped. Analysis of reports of this type has not identified an increase in trend.